Manufacturer narrative:
Product analysis: analysis could not confirm the customer comment that an error occurred on the programmer when the analyzer was pushed or touched. The device passed all bench checks and functional testing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an error occurred on the programmer when the analyzer was pushed or touched. It was noted that the error displayed a "warning-loss of communication" message and it happened every time the analyzer was touched. When the analyzer was replaced, the programmer worked as expected. The analyzer was returned for repair. No patient complications have been reported as a result of this event.